Event description:
It was reported that the pace/sense impedance on the right ventricular (rv) lead was high due to a loose setscrew on the implantable cardioverter defibrillator (ICD). The pocket was opened and the physician tugged gently on the lead and it came out of the port. The lead was checked with the analyzer and placed back into the port without difficulty. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.